Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported leak and torn material were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. It was reported that the stent delivery system (sds) was prepped inside the anatomy. It should be noted that the xience alpine everolimus eluting coronary stent system instructions for use (IFU) states: prepare an inflation device / syringe with diluted contrast medium. Attach an inflation device / syringe to the stopcock; attach it to the inflation port. With the tip down, orient the delivery system vertically. Open the stopcock to delivery system; pull negative for 30 seconds; release to neutral for contrast fill. Close the stopcock to the delivery system; purge the inflation device / syringe of all air. Repeat steps until all air is expelled. It is unknown if the IFU deviation directly caused or contributed to the reported difficulties. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported this was a procedure to treat de novo ostial left main. A xience alpine 4.0x8 drug eluting stent (des) was inserted. However, when flushing the device, a hole in the side of the catheter shaft was observed. It was noted the device was attempted to be prepared while in the anatomy. Due to this, the stent was removed and replaced with a same size device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.